Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the first valve that was attempted was recaptured three times due to not ideal implant depth (too high or too deep). The severe aortic regurgitation that occurred after the valve dislodged, was noted to be paravalvular leak (pvl). Of note, no pre or post implant balloon aortic valvuloplasty (bav) was performed. Ultimately, a surgical valve was implanted.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic so no product analysis could be performed. The subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and confirmed a good load. There is evidence of at least three recaptures. The final deployment attempt prior to release revealed a depth at the non-coronary cusp of approximately 6 millimeter (mm) in the cusp overlap view. Valve depth confirmation at the left coronary cusp in the left anterior oblique (lao) view was not performed. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. In this case, proper depth assessment at the lcc was not confirmed, so depth at the lcc is unknown. The valve dislodged ventricular upon full release. During the implant attempt of the second valve, the dislodged valve got pushed further into the left ventricle (lv). The second valve was never implanted, and the dislodged valve was almost completely inside the left ventricle. It was reported that the procedure was converted to surgery to explant the valve. The instructions for use (IFU) states that potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of severe paravalvular leak (pvl) after 1st evolut pro+ valve dislodgement into the lv requiring a 2nd pro+ valve implant attempt, further dislodging the 1st valve into the lv, resulting in recapture and removal of the 2nd valve and surgical explant of the 1st valve and implant of a surgical valve, is assessed as likely related to both evolut pro+ valves. Of note, the 1st pro+ valve was recaptured 3 times due to poor depth of implant. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut pro+ valve. The reported harms and severities are documented in the risk files and IFU. No further safety assessment is required at this time. Image review was completed and confirms the sequence of events and medical safety assessment. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Pvl is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the valve¿s dislodgment contributed to the pvl. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-16, serial/lot#: (B)(6), ubd: 14-mar-2025, UDI#: (B)(4). Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34; product type: 0195-heart valves; product ID: evproplus-34; product type: 0195-heart valves; product ID: l-evprop34; product type: 0195-heart valves; product ID: l-evprop34; product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times. Following deployment, the valve dislodged toward the left ventricle, resulting in severe aortic regurgitation. A second valve was loaded onto a new delivery catheter system (dcs). However, during the first deployment attempt with the second valve, the first valve dislodged further into the left ventricle. The second valve was withdrawn from the patient and a decision was made to convert to surgery. The dislodged valve was explanted. No additional adverse patient effects were reported.